Event description:
It was reported that the patient presented with an inability to adjust groups on the remote and feeling tonic stimulation. An impedance check was performed and identified high impedance on multiple contacts, with contacts 1, 2, 4, 8, and 10 documented at 40,000, and multiple contacts marked as ¿avoid,¿ including contacts 1, 2, 4, 8, 10, and contact 0. Programming was performed around the high impedances, after which the patient reported great coverage. The ability to make necessary adjustments on the remote was double-checked and adjustments were able to be made. The issue was reported as resolved, and no patient injury or adverse outcome was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.